Manufacturer narrative:
Pr (B)(4) correction. Following the submission of the initial MDR, it has been determined that the previously submitted report was sent in error, and the complaint will be cancelled. The associated MDR will be void.

Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. Device evaluation no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect or physical sample could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Material # unknown syringe batch # unknown. Caller reported when putting the needle into the cartridge a rubber piece came off the syringe and insulin came out with how many syringes/needles did the caller experience the issue? ¿ one was the syringe/needle reused? - no product with issue - bd 26 g, 3/8"" needle, pn 305110 did issue cause any injury? - no how did the customer resolve the issue? ¿ changed syringe only and successfully filled a cartridge with insulin.